Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, d10, g3, h2, h3, h4, h6, h11. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to user. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic laparoscopic procedure, the subject rigid video scope had cuts in the video cable, a sharp edge. The procedure was completed without delay using a similar device. There was no harm or injury reported.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic laparoscopic procedure, the subject rigid video scope had cuts in the video cable; a sharp edge. The procedure was completed without delay using a similar device. There was no harm or injury reported.